Event description:
A medtronic representative reported an open spine clamp with a damaged adjustment screw. The site requested a replacement device. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Serial number/ lot number not available at time of this report. Device manufacture date dependent on serial number/lot number and not available as yet.RMA issued. Replacement part shipped to site (B)(4) 2012. Suspect device has not yet been returned to manufacturer for evaluation.